Manufacturer narrative:
Date of report : 11feb2019, date rec¿d by MFR : 07feb2019. The data acquisition printed circuit board assembly was returned to philips for failure analysis. A visual inspection revealed no evidence of damage or contamination. The part was installed into a test ventilator and no failures were generated. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). Reporter phone number unknown.the manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the gas delivery system (gds) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the pressure accuracy test (pvt test 4) at the zero point specification. There was no patient involvement. The event date was not specified; estimate used.